Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 379 mg/dl. Prior to the hospitalization, the customer experienced seizures caused by high blood glucose levels while she was taking a bath. The insulin pump was dropped into the tub. No water can be seen under the screen, but there is a crack on the screen. The customer also stated that the nurse at the hospital determined that the insulin pump was not functioning properly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.